Event description:
When injecting the vaccine, the vaccine was leaking around the hypodermic needle-pro device where the plastic piece of the hub and the needle connect. This product was not purchased by the facility. It was allocated by the state as part of the vaccination program for covid-19. The manufacturer has been notified and reported that they would file a report. The smiths medical jelco hypodermic needle-pro device remains at the facility but will be returned if the manufacturer requests it. Smiths medical reported that they would file a report.